Event description:
Customer states that he received results of 29mg/dl and 117mg/dl on the same device within 5 minutes. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.